Event description:
A non-healthcare professional reported that after the stent implantation procedure, the stent was explanted due to mispositioning and also stated that due to the poor position of the implant and the fact that it was not possible to reposition it, the surgeon decided to remove it to avoid possible adverse effects afterwards. The explantation was carried out without any complications in a clean and safe way. Unable to perform implant replacement or implantation of a new stent due to lack of visualization, the surgeon performed glaucoma filtering surgery.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was added in h.3., h.6. And h.11. A sample was not received at the investigation site for evaluation for the report of explanted due to mispositioning; therefore, the condition of the product could not be verified. Since the sample has not arrived at manufacturing site the complaint file will be closed as a no sample returned. If and when the sample arrives the complaint file will be reopened for evaluation of the sample. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations, were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. The manufacturer internal reference number is: (B)(4).